Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer gave herself a bolus but her blood glucose was still high. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The troubleshooting was performed for the high blood glucose. The customer was trying to check all possible cause and they stated that she was not feeling well already and her lips was dry. Customer will go to the nearest emergency room to treat her high blood glucose. Customer cannot remember if the auto mode was turned on when she receive high blood glucose reading. The insulin pump will not be returned for analysis.